Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump detected an upstream occlusion numerous times, even when there was no occlusion. This occurred during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.